Manufacturer narrative:
A2: age at time of event- 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no resistance. Since the guide catheter used in the procedure was not returned for product analysis functional testing was completed with a test 7f (ID of 0.081") guide catheter. The rotalink burr catheter was able to be inserted and advanced through the guide catheter with no resistance. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr and wire became stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.0mm rotalink plus and a 330cm rotawire were selected for use. During procedure, after rotation test outside the patient's body, the burr was advanced inside the guiding catheter. However, the burr got stuck in the guiding catheter before the secondary curve. Subsequently, the wire and burr got stuck and could not be advanced or returned. The burr was then removed together with the wire. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr and wire became stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.0 mm rotalink plus and a 330 cm rotawire were selected for use. During procedure, after rotation test outside the patient's body, the burr was advanced inside the guiding catheter. However, the burr got stuck in the guiding catheter before the secondary curve. Subsequently, the wire and burr got stuck and could not be advanced or returned. The burr was then removed together with the wire. The procedure was completed with another of the same device. No complications were reported.